Event description:
Several months after ultherapy at (B)(6), I went into a seizure and my face went into tetanus and ripped off the skeleton. I was burned alive and self-electrocuting, as ultherapy uses an electric current and 170 degrees and disrupted the body's natural electricity. I burned alive for almost 2 years. I would have been dead of a stroke. Vision loss, fat, tissue loss, eyelids lashes gone, neurological issues, seizures, cns damage, 4th degree electrical burns. Unable to have children.